Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00187. It was reported that the patient was not receiving adequate therapy following an automotive accident. In turn, x-rays were performed and showed that the patient's leads had migrated. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2019-00187. Follow up revealed that the patient's leads were explanted and replaced to address the issue.